Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Upon receipt inspection revealed that the tamper proof deal had been compromised indicating the device had been opened in the field. Further testing indicated that the leadscrew nut was loose. Our technician repositioned the motor leadscrew assembly to drivetrain and tightened the nut. After repair, the device was found to pass all delivery, accuracy and functional tests.